Manufacturer narrative:
The insulin pump was received with broken off end cap, missing segments due to cracked zebra connector on the lcd board, unresponsive buttons due to keypad connector the on lcd board unlocked and with corroded keypad traces, unable to verify button error alarm or perform functional testing including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to unresponsive keypad button. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call button error alarm and hospitalization. Customer's blood glucose reading was 246 mg/dl. Troubleshooting for button error alarm was performed. Customer advised they were in bed and received the alarm. Customer did not feel well due to high blood glucose and went to the emergency room. Customer wanted a replacement insulin pump and was calling from the emergency room. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.